Manufacturer narrative:
(B)(4). Physio-control advised the customer to replace the device because of the device age and the lack of repair options available. After unsuccessful follow up attempts with the customer, it is unknown what the current device status is. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and would no longer power on. There was no patient use associated with the reported issue.